Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21686192.

Event description:
It was reported that patient had limited relief as well as discomfort with ipg and shocking sensation within the thoracic spine. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by facility.